Event description:
It was reported that the patient experienced diaphragmatic stimulation during an initial implant attempt. The left ventricular lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed. Primary analysis results revealed no anomalies. The distal conductor had blood/body fluid but not obstructed.